Manufacturer narrative:
Retained product was tested and found to be within specification.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a patient had an allergic reaction to durashield cv clear varnish strawberry. The patient experienced a burning sensation on lateral sides of tongue and soft tissue under tongue and the upper lip, and had loss of taste. The dentist had the patient take benadryl to combat the symptoms. The symptoms lasted for 13 days.